Manufacturer narrative:
H.6. Investigation: two photos and one sample were received by our quality team for evaluation. From the photos, the plunger rod was observed to be detached from the stopper. From the returned sample, the plunger was observed to be separated from the stopper due to the plunger head chip off. A device history record review found no non-conformances associated with this issue during production of this batch. The probable root cause could be due to the molded plunger tip being hit against the molded plunger target box when transferring from the molding machine to the assembly line.

Event description:
It was reported that the syringe 1ml ls tuberculin stopper separated from the plunger. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about separation of stopper from plunger. According to the customer's report, the stopper was separated from the plunger inside the barrel."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls tuberculin stopper separated from the plunger. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about separation of stopper from plunger. According to the customer's report, the stopper was separated from the plunger inside the barrel."